Event description:
Additional information received reported that the patient hadn¿t had a replacement yet and the patient stated at an appointment that she hadn¿t felt the tingling in over a month.

Event description:
Additional information received reported that the patient did not attend the programming clinic. It was noted that the manufacturing representative did not have an updated status. It was further noted that they would send an update when they saw the patient in clinic next. Additional information was requested but was not available at the date of this report.

Event description:
It was reported the patient felt a ¿zing¿ about once a month in their right lateral neck area. It was noted the ¿zing¿ did not occur at the lead/extension connection, which was retroauricular. The reporter stated the ¿zing¿ did not bother patient that much. It was noted the implantable neurostimulator was placed in the abdomen since the patient was very petite and thin. It was further noted the patient was ¿doing fantastic¿ on the therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0225580v, implanted: (B)(6) 2005: product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005: product type extension; product ID 3389-40, lot# j0206639v, implanted: (B)(6) 2005: product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005: product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2005: product type programmer. (B)(4).

Event description:
Additional information received reported the voltage was increased and the patient felt much better after they left the doctor's office. No other information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were high impedances measuring 16057 ohms on electrodes c0, 01, 02, 03. It was noted that patient felt a zing behind her right ear near the extension, but had not experienced this in over a month. Contact 0 had not been used for therapy and there were no complaints of a loss of therapy or other issues. The device currently read eri (elective replacement indicator), and the patient was getting a battery replacement in a month or two. It was indicated that the patient had not felt the tingling sensation behind her right ear for over a month.